Event description:
It was reported that the screw head snapped off as the surgeon inserted the screw. The remaining part of the screw was still inside the patient and could not be retrieved. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for inspection. The measurable dimension were checked and found to be in compliance with the technical drawings and specification. Scanning electron microscope images were taken and the remaining core diameter was measured, which is within the specification of the drawing. The sheared surface did not reveal anomalies in the mechanical fracture pattern. The device broke at the transition of the shaft to the screw head. No product fault could be detected. It was determined that the screws broke according to a ductile forced fracture during insertion by applying a high torsional load. The exact intraoperative failure could not be determined; however, the screw may have broken due to an insufficient or inexistent predrilling before insertion. This complaint is invalid from a manufacturing standpoint.